Event description:
The customer reported that the system locked up and cine runs were lost. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.